Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") in a 30-year-old female patient who had essure (batch no. 794899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, depression, anxiety, gerd, asthma, cough, paratubal cyst, adenomyosis, thrombocytopenia and atypical squamous cells, cannot exclude hsil. Concomitant products included medroxyprogesterone acetate (depo-provera) since 1996 for birth control, vaginal haemorrhage and menorrhagia as well as escitalopram oxalate (lexapro) since 2011, esomeprazole magnesium (nexium) since 2011, fluticasone from 2011 to 2013, medroxyprogesterone, paroxetine hydrochloride (paxil) since 2016, spironolactone (spirolakton) since 2016 and venlafaxine since 2011. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On 1(B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("cramping"), menorrhagia ("prolonged periods, abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (she had surgery, hysterectomy (full), salpingectomy (bilateral) to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, vaginal haemorrhage, dysmenorrhoea and migraine had resolved and the abdominal pain lower and headache outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: 4 on each side. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2011: negative. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, dysmenorrhea, abdominal pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: plaintiff fact sheet was received. Events added from pfs-.headaches. Events onset date, concomitant drug, concomitant disease were added. Events outcome were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain, pain') and genital haemorrhage ('heavy bleeding') in a 30-year-old female patient who had essure (batch no. 794899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "I never went back to see if they were place correctly". The patient's concurrent conditions included anemia, depression, anxiety, gerd, asthma, cough, paratubal cyst, adenomyosis, thrombocytopenia and atypical squamous cells, cannot exclude hsil. Concomitant products included medroxyprogesterone acetate (depo-provera) since 1996 for birth control, vaginal haemorrhage and menorrhagia as well as since 2016, escitalopram oxalate (lexapro) since 2011, esomeprazole since 2011, fluticasone from 2011 to 2013, medroxyprogesterone, spironolactone (spirolakton) since 2016 and venlafaxine since 2011. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menorrhagia ("prolonged periods, abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), chest pain ("chest pain") and mood swings ("mood swings"). The patient was treated with surgery (she had surgery, hysterectomy (full), salpingectomy (bilateral) to remove the essure implant). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, vaginal haemorrhage, dysmenorrhoea and migraine had resolved and the genital haemorrhage, abdominal pain lower, headache, chest pain and mood swings outcome was unknown. The reporter considered abdominal pain lower, chest pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: 4 on each side. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6)2011: results: negative.. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, dysmenorrhea, abdominal pain, chest pain , mood swing , heavy bleeding , migraine , device monitoring test not performed.". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: social media received. Event: chest pain , heavy bleeding,I never went back to see if they were place correctly and mood swing were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") in an adult female patient who had essure (batch no. 794899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, depression, anxiety, gerd, asthma, cough, paratubal cyst and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as medroxyprogesterone. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), menorrhagia ("prolonged periods, abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines"). The patient was treated with surgery (she had surgery, hysterectomy (full), salpingectomy (bilateral) to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, menorrhagia, vaginal haemorrhage, dysmenorrhoea and migraine outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: 4 on each side. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2011: negative. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, dysmenorrhea, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: legal claim received. Event migraines was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") in an adult female patient who had essure (batch no. 794899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, depression, anxiety, gerd, asthma, cough, paratubal cyst and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as medroxyprogesterone. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), menorrhagia ("prolonged periods, abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she had surgery, hysterectomy (full), salpingectomy (bilateral) to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: 4 on each side. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2011: negative. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, dysmenorrhea, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") in an adult female patient who had essure (batch no. 794899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, depression, anxiety, gerd, asthma, cough, paratubal cyst and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as medroxyprogesterone. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), menorrhagia ("prolonged periods, abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she had surgery, hysterectomy (full), salpingectomy (bilateral) to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: 4 on each side. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2011: negative. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, dysmenorrhea, abdominal pain most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication, onset date updated, lot no, concomitant disease and medications, historical condition, new events menorrhagia, vaginal haemorrhage and dysmenorrhea added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse") and menorrhagia ("prolonged periods"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, menorrhagia and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.